Manufacturer narrative:
Additional components involved in the event: product family: drg, model : mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7793327.

Event description:
It was reported that one of the patient¿s leads migrated. As a result both the leads were explanted and replaced resolving the issue. The investigation did not determine which lead migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.